Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that the stealthstation treon guidance system was inaccurate after going sterile and making the bone flap in an mach cranial procedure. The reference frame moved causing 1 cm inaccuracy. The site was immediately aware of the inaccuracy. The surgeon proceeded to use the system to localize the bone flap successfully. No impact to pt outcome reported.